Manufacturer narrative:
Concomitant medical products: product ID: 4598 lead, implanted: (B)(6) 2015; product ID: 4076 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in a swimming pool and received a suspected inappropriate shock. It was noted a lead integrity alert (lia) triggered and electromagnetic interference/noise was observed on all electrograms (egm) of the cardiac resynchronization therapy defibrillator (crt-d). The crt-d remains in use. No further patient complications have been reported as a result of this event.